Event description:
The patient was undergoing a coil embolization procedure using ruby coils. While advancing a ruby coil through a px slim delivery microcatheter, the slim microcatheter kicked out of the target artery, causing the ruby coil to unintentionally detach. The physician successfully removed the detached ruby coil using a snare device. The physician advanced the same slim microcatheter into the aneurysm and successfully deployed and detached a ruby coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The pet lock was intact. The pusher assembly of the ruby coil was kinked in multiple locations. The proximal constraint sphere of the coil was intact with the distal detachment tip (ddt). The stretch resistant (sr) wire of the coil was fractured and the coil was detached from the pusher assembly. The sr wire was visibly protruding through the coil. The complaint has been evaluated. The initial complaint indicated that after the px slim kicked out of the target vessel, the ruby coil unintentionally detached. The ruby coil was removed using a snare device. Evaluation of the returned device revealed that the sr wire of the coil was fractured. This fracture caused the coil to become detached from the pusher assembly. This type of damage typically occurs due to manipulation of the device with excessive force against resistance. If the device was advanced or withdrawn with force against resistance, this type of damage may occur. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.